Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific rec'd information that this lead dislodged. A lead revision was performed and the physician noted that there was only one suture on the suture sleeve. It is suspected that the original suture used was an absorbable suture and the lead was loose. The lead was successfully repositioned and sutured down. No adverse pt effects were reported. As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this report will be reopened and updated as necessary.